Event description:
The customer reported to baxter (B)(4) regarding the 3l dual eva bag in which a green particle was found in the lipid chamber. There was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was not confirmed. The bag was also drained to try and find the reported particle, however, no particles could be identified. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.